Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received and unexpected restart error alarm after the battery in the insulin pump was replaced. The device had not been stored or not in use for an extend period of time. There were several occurrences of the alarm during normal use. Customer refused to receive a replacement device and insisted upon continuing to use it. The insulin pump will not be returned for analysis.